Event description:
Description of event according to study (B)(4): zenith tx2 dissection w/pro-form and z-trak plus (zdeg): on (B)(6) 2024, 1240 days post procedure the three-year follow-up CT with contrast was completed. The CT showed all vessels were patent, including the study device. There was a type ib endoleak noted at the zdeg study device. There was no separation, evidence of migration or device integrity issues. On (B)(6) 2025, 1656 days post procedure the four-year follow-up CT with contrast was completed. The vessels that have been assessed and reported on were all patent. The study device was noted to be patent. The type ib endoleak was noted at the zdeg study device. There was no separate of devices, evidence of migration or device integrity issues.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4) investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 26sep2025: site noted that type ib endoleak-distal is at the aneurysmal sac. Patient outcome: the patient remains in the study and continues follow up visit.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: during a wce-1616 cook medical zenith dissection endovascular grafts post market study cook became aware of this event. The patient with the pre-existing conditions: ascending aorta replacement, internal carotid artery bypass graft, hypothyroidism, stroke, renal infractus, asthma, sleep apnea, ascending thoracic aortic dissection with endovascular repair (B)(6) 2019), hypertension, underwent treatment on (B)(6) 2020 for aneurysmal evolution of the isthmic thoracic aorta where a zdeg-pt-32-24-158-pf was implanted. Lsa (left subclavian artery) was completely covered during procedure. No information about anatomy or landing zones was provided. On (B)(6) 2024, 1240 days post procedure the three-year follow-up CT with contrast was completed. The CT showed all vessels were patent, including the study device. There was a type ib endoleak noted at the zdeg study device. There was no separation, evidence of migration or device integrity issues. On (B)(6) 2025, 1656 days post procedure the four-year follow-up CT with contrast was completed. The vessels that have been assessed and reported on were all patent. The study device was noted to be patent. The type ib endoleak was noted at the zdeg study device. There was no separate of devices, evidence of migration or device integrity issues. Site noted that type ib endoleak-distal is at the aneurysmal sac. No information regarding treatment was provided. The patient remains in the study and continues follow-up visit. The complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the stent graft which is still implanted in patient. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label. No information about anatomy, diameter or length of the proximal and distal sealing zone is provided. A definitive cause could not be determined from the investigation. Possible causes could be or aortic anatomy or inadequate sealing zone including length and diameter of stent graft in relation to the aortic lumen. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.